Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2017 the patient attempted to charge their ins but they were unable to connect to the ins; it was "as dead as a doornail". They were getting the poor communication screen on their programmer and a reposition antenna screen on their recharger. It was noted the last time they had charged their ins was over a year prior to the report. Additional information was later received that the patient was in pain and their pain was getting worse and unbearable, and had started in (B)(6) 2017. Additional information was received on (B)(6) 2017. It was reported the ins was no longer dead but the pain had not resolved yet. A manufacturer representative was contacted on (B)(6) 2017 for additional information and it was confirmed by the rep that the patient's ins was in overdischarge in (B)(6) 2017. The rep also reported that after the ins was pulled out of overdischarge the ins was not holding a charge and the patient was having to recharge so much, which resulted in the ins being replaced on (B)(6) 2017. After the replacement the patient's pain had resolved. The ins that was replaced was discarded by the doctor. No further complications were reported or anticipated. No further complications were reported or anticipated.